Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and had 5 broken infusion sets from different boxes. The customer's mother stated that the infusion sets all seemed to break at the neck between the tubing and the cannula. The customer smelled insulin on day two of the infusion set and found that insulin was leaking from the infusion set. The customer's blood glucose was 16 mmol/l. The caller did not mention the sensor in the complaint.